Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the scope had a blurry image. The issue occurred during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
Updated field(s): g4, h3, h6, h11 corrected field(s): d4, d10 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, olympus confirmed when the image was blurry when meeting hot and cold water but became normal after rubber removal and drying occurred, however the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.